Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned to an olympus service center for evaluation where the issue was evaluated. Based on the results of the investigation, the probable cause is likely the instructions for use (IFU) doesn't mention how long a scope can be placed horizontally, however when a scope is placed horizontally after reprocessing, liquid may remain inside the pipeline and microorganisms may grow when stored in a humid environment. Therefore, the IFU recommends to store the flexible part of the endoscope and the universal cord vertically after reprocessing in the storage: "·proper storage procedures are as important as proper reprocessing procedures in maintaining good infection control practices. Be sure that the endoscope storage cabinet is properly maintained, clean, dry, and well ventilated. All equipment must be thoroughly dried prior to storage. Microorganisms proliferate in wet/moist environments. Keep the cabinet doors closed to protect the equipment from environmental contaminants and accidental contact. Limit access to stored equipment by unauthorized personnel. ·some professional guidelines as well as olympus recommend storing endoscopes in an endoscope storage cabinet with the insertion tube and the universal cord hanging vertically. "

Manufacturer narrative:
The customer asked olympus tech support how long the scope could be stored horizontally before being stored vertically. The olympus tech support representative was unable to find any studies that approve a length of time. The olympus representative advised the customer that the instruction manual states the scope needs to be hung up vertically after disinfection, and that this is to allow residual to drip from the scope. The representative advised there is a potential for microorganisms to grow if there is residual fluid in the scope. The representative advised reprocessing the scope again if there is a concern for cleanliness. The customer responded to a later request for information stating the scope was soaked for a longer time. This event is under investigation. A supplemental report will be submitted upon completion of the investigation or upon receiving additional information.

Event description:
It was reported an evis exera iii bronchovideoscope was stored horizontally in a clean bin instead of vertically following reprocessing. The customer reported that the scope was disinfected and the channels were dried out prior to being stored but was then stored horizontally. A therapeutic procedure requiring the subject device was performed successfully with another replacement device. There was a 45 minute delay in the procedure, but this was due to a miscommunication between the tech and the supervisor. There was no adverse impact to the patient. As reported, there were no consequences or impact to the patient.